Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A review of the returned photograph did not show evidence of the reported condition, therefore the reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Initial reporter facility name: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a crack on the twist clamp of the minicap extended life pd transfer set which resulted in a leak. This was observed during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.